Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four hours post-operatively the procedure, hypotension was identified (80/56 mmhg) and echocardiography showed a small to moderate pericardial effusion. While preparing for pericardiocentesis, the patient lost consciousness and developed vent ricular fibrillation. Emergency extracorporeal membrane oxygenation (ECMO) implantation and cardiopulmonary resuscitation were performed, after which the patient regained consciousness. Coronary angiography identified diffuse narrowing of the right coronary artery from the proximal to the mid-distal segments, and coronary artery spasm was suspected; medication was administered and the condition improved. The patient was transferred to the intensive care unit (ICU) with prolonged hospitalization, and remained sedated with impaired consciousness. The patient had unequal pupils bilaterally with a sluggish pupillary light reflex, and developed second-degree type I atrioventricular block, abnormal q waves in the inferior leads on ECG, and acute renal insufficiency. The patient outcome was reported as alive with permanent injury. No further patient complications have been reported as a result of this event.